Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to remove the gripper line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve. Grasping was performed without issue. While attempting to establish gripper line removability (eglr), the gripper line could not be retracted and was stretching. Troubleshooting was performed, but unsuccessful. The cds was removed and replaced. Two clips were implanted, reducing mr to 1. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported mechanical jam appears to be due to patient morphology/pathology (rotated heart and curvature of the spine); however, the reported stretching of the gripper line was likely a secondary effect of the inability to remove it and due to additional force used in attempts to remove it. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.